Manufacturer narrative:
H4: the lot was manufactured sometime in may 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered in the tpns (total parenteral nutrition) compounded from an unspecified quantity of exactamix vented micro-volume inlets. The pm was described as, ¿filaments that appeared to be shaved plastic¿. This was observed after the bags have been compounded; however, no bags had made it to patients. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred between september 14, 2024 - september 15, 2024. Should additional relevant information become available, a supplemental report will be submitted.